Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: red particles were observed, on the shell. Red particles were observed, on the gel. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported, right side rupture. And capsular contracture. The device has been explanted and replaced with a non-allergan device.

Event description:
Explanting physician reported rupture and capsular contracture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.